Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the reported event (difficulty pairing laser footswitch) was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported pairing of the subject device with the laser system was extremely difficult. Four attempts were needed to pair between procedures which led to a stressful situation not knowing if the following procedure could continue or needed to be aborted. The reason for the lost radio frequency (rf) connection could not be identified by the customer. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.